Event description:
It was reported that the user experienced persistent hyperglycemia following a meal announcement while using the ilet system, with no observed infusion set issues, and was guided through a supply change after which insulin delivery resumed and glucose began trending downward from a level reported greater than 400 mg/dl. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on supply change and monitoring. Investigation of this case revealed no confirmed device malfunction or component failure and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.